Manufacturer narrative:
Analysis was normal. No anomalies were found. Further information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2021-15207. Related manufacturer reference number: 2017865-2021-15208. It was reported that the patient experienced an infection on an unknown date. The implantable cardioverter defibrillator, right ventricular (rv) lead, and left ventricular (lv) lead were explanted due to the infection on (B)(6) 2021. The patient condition is unknown.